Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported the patient experienced an ischemic cva two days after the device was explanted. Furthermore, the patient developed hemolysis for which blood products were administered. Amount of blood products were not provided. No further information was provided.